Event description:
It was reported that there was no capture on the left ventricular (lv) lead. The physician noted that the patient may have had a myocardial infarction or some sort of escape block that caused the non capture. During the lead revision procedure, the physician opened the pocket and saw puss. The cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) lead, and left ventricular (lv) lead were extracted due to an infection that appeared to be contained to the pocket. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.